Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead delivered multiple shocks due to far p-wave oversensing. X-ray confirmed the right ventricular lead had dislodged. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the patient was brought in to reposition the right ventricular lead. During the surgery, the helix on the right ventricular lead would not extend. The right ventricular lead was explanted and replaced. There were no patient consequences.